Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced severe hypoglycemia following prolonged hyperglycemia and subsequent correction, with uncertainty whether insulin delivery occurred during an infusion set and cartridge change, and the user later acknowledged understanding the proper change process. Symptoms included hypoglycemia requiring treatment. Outcomes included emergency medical services intervention, administration of oral glucose, intravenous fluids, and recovery with resumption of ilet use. Investigation included review of the event details, user coaching on hypoglycemia treatment and device use, and provision of educational materials. Investigation of this case revealed no confirmed device malfunction and user factors potentially contributing to the event. It was concluded that the event was consistent with hypoglycemia with an unclear cause and that the device function could not be determined to have contributed.